Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. A22171) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify-no as per pfs." The patient's medical history included parity on (B)(6) 2010 and bleeding genital. Previously administered products included for an unreported indication: ortho-tri-cyclen. Concomitant products included levothyroxine since 2010, medroxyprogesterone acetate (depo provera) since 2012, oxycodone hydrochloride;paracetamol (percocet) since 2013 and topiramate since 2009. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). On an unknown date, the patient experienced allergy to metals ("allergic reaction to nickel in coils") and migraine ("migraines"). The patient was treated with surgery (left salpingectomy and removal of bilateral essure devices). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain and abdominal pain was resolving and the allergy to metals and migraine outcome was unknown. The reporter considered abdominal pain, allergy to metals, migraine and pelvic pain to be related to essure. The reporter commented: received treatment for pelvic pain, abdominal pain, nickel allergy. 3 coils of the right essure being intrauterine and zero coils being intrauterine on the left. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-feb-2020: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. A22171) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify-no as per pfs". The patient's medical history included normal delivery (live child) on (B)(6) 2010 and bleeding genital. Previously administered products included for an unreported indication: ortho-tri-cyclen. Concomitant products included levothyroxine since 2010, medroxyprogesterone acetate (depo provera) since 2012, oxycodone hydrochloride;paracetamol (percocet) since 2013 and topiramate since 2009. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). On an unknown date, the patient experienced allergy to metals ("allergic reaction to nickel in coils") and migraine ("migraines"). The patient was treated with surgery (left salpingectomy and removal of bilateral essure devices). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain and abdominal pain was resolving and the allergy to metals and migraine outcome was unknown. The reporter considered abdominal pain, allergy to metals, migraine and pelvic pain to be related to essure. The reporter commented: received treatment for pelvic pain, abdominal pain, nickel allergy 3 coils of the right essure being intrauterine and zero coils being intrauterine on the left. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 19-dec-2019: pfs received: case become incident previously added injury was replaced with pelvic pain and new events: abdominal pain, nickel allergy, device monitoring procedure not performed were added. Lot number, medical history, concomitant drug was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.